Manufacturer narrative:
D9 - date returned to mfg: 04jun2024. Investigation summarya picture showing the inline filter where both the inlet and outlet filter appear to be wet was returned. Received two new list #142540489 primary plum sets. No damage or anomalies noted on the received sets. Each set was leak tested per specification. As received errant solvent was observed on the secondary port of the cassette in sample 1. The probable cause of the observed errant solvent is due to a solvent application error in costa rica. No additional damage or anomalies were observed. The complaint of leak could not be replicated on the new, unused returned samples however it can be confirmed based on the returned image. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history for the provided possible lot numbers was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
E section additional contact information: distributor (B)(4), qra, sr. Specialist, post market vigilance. (B)(4) complaint reference #: (B)(4). ((B)(6), sr. Specialist, post market vigilance, forwarded complaint from (B)(6), ra/qa manager of (B)(6) on behalf of customer). The customer identified two possible lot numbers (plot) of item number. 142540489: lot#: 13803947, d4: expiry date: 01 nov 2026, h4: MFR date: 01 nov 2023. Lot#:13684576, d4: expiry date: 01 jul 2026, h4: MFR date: 01 jul 2023. H3 - reason device not evaluated by mfg - the customer indicated device is not available for return.

Event description:
ICU medical received a report of leakage regarding a primary plum set, clave secondary port, 2 clave y-sites, 0.2 micron filter, secure lock, 112 inch . It was reported that the nurse went to clamp the paclitaxel line closed as carbo infusion began noticed filter on paclitaxel tubing was all wet. There was patient involvement and no patient injury.